Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an audio/tone issue in the pump. The reporter stated that on an unspecified date, the patient's blood glucose (bg) was greater than 500 mg/dl with unspecified ketones and symptom of nausea. Reportedly, there were no pump setting adjustments before or after the alleged event, no treatment was provided above and beyond usual diabetes management and the patient remained on the pump. The reporter alleged that the patient's bg excursion greater than 500 mg/dl was a result of sounds being too quiet, on an unspecified date, so as the patient was unable to hear low cartridge and occlusion alarms. Troubleshooting determined that the audio settings were programmed correctly and that the pump had vibratory function. This complaint is being reported for alleged hyperglycemia associated with an audio/tone issue of unknown cause.

Manufacturer narrative:
Follow up #2, follow up #1 erroneously indicated that product analysis evaluated the returned pump on (B)(6) 2014. The correct date of product analysis occurred on (B)(6) 2014 with no defects found to the audio function of the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the audio sound was found to be fully functional with inspection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.